Event description:
During an in-clinic follow-up, loss of capture and under-sensing were observed on the right atrial (ra) lead. The cause of the event was due to dislodgement which was confirmed with diagnostic imaging. The ra lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.